Event description:
It was reported that there were 50 bd pegasus 20ga x 1.16in qsyte-cap y that had open unit packaging, therefore sterility was compromised. The following information was provided by the initial reporter, translated from chinese to english: when the operating room teacher opened the package, she found that the small package was damaged

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-02. H6: investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0323784. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Fifty samples were submitted to our facility for review. Our engineers noted that all 50 samples submitted, displayed a partially open seal on the packaging which alternated between the right and left sides. In response our engineers reviewed the manufacturing line, they observed that the sealing station, packaging cutting station, and the conveyor belts were in alignment and provided no opportunities to interfere with the seal of the device. Additionally the retention samples for this lot were reviewed and found to be free of any instances of a breached seal. Based on the current investigation our engineers were unable to determine the root cause for this event.

Event description:
It was reported that there were 50 bd pegasus 20ga x 1.16in qsyte-cap y that had open unit packaging, therefore sterility was compromised. The following information was provided by the initial reporter, translated from chinese to english: when the operating room teacher opened the package, she found that the small package was damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.